Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4).a 510(k) number was not provided in the emdr as this product is not substantially equivalent to any code sold by baxter in us. Therefore, it is not same or similar to a product distributed within the u.s.

Event description:
A customer contacted baxter to report that the patient connector had separated from the catheter adapter. This was found while the patient was putting it back to a stomach band after the therapy with yume set. The set had been used for 23 days. There was no patient injury or medical intervention. The actual transfer set is available for evaluation.